Event description:
It was reported that the patient experienced ineffective stimulation due to lead migration. As a result, surgical intervention was undertaken on (b)(6) 2026, during which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.